Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient visited the emergency room (ER) due to high blood glucose (bg) levels of 31.4 mmol/l (565.2 mg/dl) while wearing the pod on the abdomen between 4 and 24 hours. An occlusion alarm was emitted. At the hospital, the patient was helped by the doctor to inject insulin manually using a pen.